Event description:
It was reported that "hospital had a patient with a PICC line where the guidewire had been left in and perforated the patient's right atrium. The patient now has a pericardial effusion as a secondary event to this. The PICC line was inserted on (B)(6) and then removed on (B)(6) due to a thrombus but the guidewire was not identified until (B)(6) after the patient had been transferred to another hospital." Wire remains in the patient. The wire is stuck in the subclavian vessel and down into the right atrium where it has perforated the pericardial sac. The effusion is making it difficult for the patient to breathe. Patient is in the ICU on a ventilator. This facility does not have a clinician who can remove the wire; the patient must be transferred to another facility for wire removal but is too unwell to do so.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.